Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported surgical intervention was undertaken on (B)(6) 2014 and the ipg was explanted and replaced. She had gained weight and the location of the ipg made establishing communication with the charging system difficult. The pt now has effective stimulation. The issue is now resolved.